Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. When additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device's programming was not working properly, the report and the device have different answers, the event occurred during while in use with the patient.

Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. No discrepancies related to the complaint were found during visual inspection. Customer complaint of the pump programming not working properly cannot be confirmed through accuracy test. The software was updated and the unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests.